Event description:
Procedure: lung resection. According to the reporter: while firing, the handle was stiff and could not be squeezed any more. The instrument was removed without tissue damage. Tissue was resected with a new sulu to recover. No bleeding was reported. Patient status reported as ok.